Event description:
A report was received that the patient developed a stitch abscess at the lead incision site. The patient was administered medication and the event resolved. The stitch abscess was assessed to be procedure related and not device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear¿ 3-4 lead, 50cm.